Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: it was reported that 1 tube that did not fill during testing. Per email: during r&d testing in (B)(4), we encountered 1 tube that did not fill during testing. The catalog number & batch information is: catalog #: 369714. Batch #: 9095821. Test date: 09 oct 2019. Data review date: 09 oct 2019. What was the level of tube fill? X no fill (fill volume is near zero). How was the tube drawn? The tube was drawn in the engineering labs automated draw system using an llad acquisition device. Was a discard tube used? Not applicable, this is r&d testing. However, the system is primed prior to using. Was a successful draw achieved with the same lot? Yes.